Manufacturer narrative:
Upon receiving customer feedback regarding the "outer surface of the syringe barrel being slippery," our company immediately organized quality control, production, and other relevant personnel to conduct an investigation. The specific investigation findings are as follows: 1. Sample testing: based on the customer feedback, 30 samples from the batch were visually inspected for the external appearance, and no abnormal conditions such as liquid contamination on the barrel surface were found. Additionally, 5 samples were tested for liquid extraction simulation, and all were able to smoothly complete the suction process without the barrel slipping or coming off. 2. Production process review: the production process batch records and finished product inspection reports were traced back according to the batch number. No abnormalities were found during the production and inspection processes. 3. Considering the comprehensive investigation results, no anomalies were identified in this batch of products. Based on the customer feedback and combining it with the production process and technology of the syringe products, our preliminary analysis suggests that the slippery outer surface of the barrel in this case may be due to the adhesion of silicified liquid on the barrel surface. This may have resulted from a small amount of silicified liquid adhering to the surface of the fixture during the silicification process, as a result of the machine operators failing to clean the barrel surface according to the regulations in a timely manner, leading to the release of this defective product. Since the customer did not provide relevant images or samples of the defective product this time, we recommend that the customer assist in collecting specific samples and provide information about the usage scenarios where the syringe products slipped, to help our company conduct further analysis and investigation into this situation.

Event description:
Customers have complained that when clinical doctors use this type of syringe, they feel uncomfortable or unsafe whether they wear gloves or not, because it feels like there is a layer of oil on the syringe, making it slippery.